Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "froze during the case and was unable to work after freezing." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity and energy delivery tests are performed and passed. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument froze and was unable to work after freezing. A back-up force bipolar instrument was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following information: the instrument jaws "stopped working" and was replaced with a backup force bipolar to continue the surgery. The reporter was unable to elaborate more about how the jaws stopped working and said there is no other person available for more information. There was no cautery issue and the force bipolar instrument jaws were not stuck on tissue. There was no injury to the patient and the procedure was completed robotically. The reporter is not unsure what task was being carried out when the issue occurred.